Event description:
It was reported that the patient experienced slow deteriorating urinary incontinence that is back to the original incontinence level 3-4 pads per day that was reported to the physician in (B)(6) 2020 with an artificial urinary sphincter (aus). The patient's level of incontinence slightly improved following the initial implant 7 years ago. The aus cuff, pump, and balloon was explanted and a new aus cuff, pump, and balloon was implanted distally in virgin tissue. The patient was stable following the procedure. The physician alleges the increased incontinence was due to tissue atrophy of the bulbus urethra.